Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the screw was missing. It is concluded that the instrument corresponds to drawings and processes at the time of manufacture. However, the sheared off screw was not returned to complete the investigation and therefore, we conclude this complaint to be indeterminate. The screws have been tighten with the minimum torque.

Event description:
It was reported that the screw locking the traversing distractor arm was broken during surgery. The traversing arm cannot distract without the screw. At no point was the pt harmed in any way. This item was tagged and removed from the field before even contacting with surgeon or pt.